Event description:
A customer in the united states notified biomérieux of misidentification results in association with vitek® 2 anc test kit (ref (B)(4)). The customer reported that three patient strains were tested with vitek® 2, which provided identifications of fusobacterium nucleatum. Vitek® ms was used to test the isolates, and it provided either a "no ID" result or campylobacter jejuni result. The state lab identified the strains as campylobacter concisus using the bruker method. Fusobacterium nucleatum was incorrectly reported to the physician for one of the patients. There is no information on reported results for the other two patients. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported misidentifications of campylobacter jejuni and campylobacter concisus as fusobacterium nucleatum in association with vitek® 2 anc test kit (ref 21347). An investigation was performed. No set up information was provided for the vitek 2. The customer tested the strains with vitek ms and received identifications of campylobacter jejuni. The customer reported the anc card identified the strains as fusobacterium nucleatum or unidentified. The anc card requires a gram stain to be performed since gram and morphology are required offline tests in order to complete the identification analysis. F. Nucleatum gram stains as long slender gram negative rods with pointed ends. C. Concisus gram stains as curved or corkscrew gram negative rods. Based on the gram stain results an identification of f. Nucleatum should be questioned. C. Concisus is an unclaimed species for the vitek 2 anc card database. When an isolate is tested in the anc card, it will attempt to match the reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and match those in the knowledge base with a high degree of confidence, a misidentification can occur. The vitek 2 product labeling contains the following warning in the limitations section: testing of unclaimed species may result in an unidentified result or a misidentification.